Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the reporter: it is unknown whether there was bleeding of 500cc or more. It is unknown whether the case was extended by more than 30 minutes. It is unknown whether there was any unanticipated tissue loss. It is unknown whether the incision was extended by more than one inch. It is unknown whether the procedure was converted to an open procedure.

Event description:
Procedure: colectomy. According to the reporter: during the procedure the dissection did not work properly. Additional questions have been asked of the site.